Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic with pocket stimulation. Upon interrogation, it was observed the implantable cardioverter defibrillator was in backup vvi due to event que overflow. Device restoration was successful. The patient was stable.